Manufacturer narrative:
The 5076 lead implanted: unknown; unknown lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2018-13649. If information is provided in the future, a supplemental report will be issued.